Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a esophageal ligation performed on (B)(6), 2010. According to the complainant, during the procedure, while positioned in the esophagus, the physician rotated the handle and two bands deployed at the same time. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The returned transmitter ((B) (4)) was visually inspected and confirmed to have cracks in the battery area. Leak testing was also performed to determine if the cracks allow for moisture penetration. The returned transmitter passed leak testing. Remedial action 2954323-04/14/2009-002-c was reported to the (B) (4) district office on 14 apr 2009.

Event description:
While performing an investigation on the customer's returned freestyle navigator transmitter, a crack was observed on the lower housing, battery door latches. It has been determined that some freestyle navigator transmitters could potentially exhibit a crack/fracture on the plastic housing near the battery compartment, which could potentially allow moisture to come in contact with the transmitter's internal electronics, potentially causing the transmitter and the receiver to lose connection interrupting the continuous glucose results. Although unlikely, moisture entering the transmitter has the potential to generate inaccurate results only with the continuous glucose readings. The built-in freestyle glucose meter is not impacted by this issue and the user can continue to use the built-in meter. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's transmitter has been sent for further investigation. A follow-up report will be filed once the investigation results are available. Remedial action 2954323-04/14/2009-002-c was reported (B) (4) 14 apr 2009.